Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not returned for evaluation. The device was not returned for analysis.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran without user activation after the trigger was released in reverse mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran without user activation after the trigger was released in reverse mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.